Event description:
This morning when bedside shift report was occurring, I was notified by rn that the drain during the night had started to make a ringing sound so she placed a dressing and tape over the site and it helped to stop the ringing. This patient received an order to discharge and remove the drain. This rn removed the dressing to remove the drain and noticed that the drain had snapped off completely above the skin and the skin was completely closed. This rn notified the np who came to the bedside. The patient is to be discharged and have the drain removed at the surgery center by the provider.